Event description:
It was reported that balloon pinhole occurred. A 10.0 x40, 75cm gladiator elite was selected for use. However, during preparation, the balloon was noted to have a hole in it. The procedure was completed with a different balloon. No complications were reported, since this was not used inside the patient's body.